Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the physician was advancing the lead to the target position, the outer sheath split automatically. A different sheath was used and the procedure was completed. It was further reported the patient was still in the hospital and the event did not cause any injury to the patient. It was suspected but could not be determined if the event was caused by force received during the implanting procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.